Manufacturer narrative:
The alleged failure of running without user activation could not be duplicated during the device evaluation. However, the motor was found to be corroded, which can cause a device to run without user activation.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the saw was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.